Event description:
The customer was hospitalized due to high blood glucose levels and dehydration, with a blood glucose reading of 505 mg/dl. The customer stated that she woke up with a blood glucose reading of 391 mg/dl on the day of the event. The customer had an appointment with her doctor that day, and she was advised to change the infusion set. The customer stated that the cannula was bent when she removed the infusion set. The customer changed the infusion set, but continued to experience high blood glucose levels, and went to the emergency room where the cannula was found to be bent again. The customer was concerned that the insulin pump did not alarm with no delivery. Troubleshooting was performed, and the insulin pump passed the high pressure test. Advised the customer that the no delivery alarm will go off once a certain amount of back pressure has built up. The customer understood. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.